Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal end of a 5f tempo vertebral (vert) 100cm angiographic catheter was missing during preparation for use, and the detached segment could not be located. A new catheter was used to complete the procedure, which extended the operation time. There was no reported patient injury. The hospital reported the event as a serious injury adverse event to the china nmpa. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the distal end of a 5f tempo vertebral (vert) 100cm angiographic catheter was missing during preparation for use, and the detached segment could not be located. A new catheter was used to complete the procedure, which extended the operation time. There was no reported patient injury. The hospital reported the event as a serious injury adverse event to the china nmpa. Additional information was requested but not provided. The device was not returned as expected. A product history record (phr) review of lot 18456348 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿brite tip/distal tip ¿ separated¿ could not be substantiated, as the device was not returned for evaluation. Consequently, confirmation of the reported condition and assessment of device condition at the time of preparation were not possible. Based on the available information, the root cause of the reported event remains undetermined, and procedural or handling-related factors cannot be ruled out. Labeling was reviewed at a high level; however, due to insufficient information regarding the device condition and sequence of events, the applicability of specific IFU instructions could not be assessed. There is no evidence from the information reviewed to suggest the event is related to device design or manufacturing processes, and no further actions are indicated at this time.